Event description:
It was reported that during a contralateral procedure, the marker band was noted to have detached from the introducer sheath. An attempt was made to remove the retained band, but it was unsuccessful. Since the patient is scheduled for aneurysm surgery, it was decided to wait and remove the band at the time of surgery. There were no reported patient complications.